Event description:
It was reported that during coil detachment, the unspecified deltaplush microcoil could not detach using an enpower detachment control cable ((B)(4)) and an unspecified cable although pressing the detachment button more than 20 times. Another 20 attempts were made after replacing both the cable and the dcb, but the situation did not improve and he could not detach the same deltaplush. Finally, somehow the deltaplush was detached, but it is unknown how many attempts he took before detaching the coil. The coil was placed in the target aneurysm and the patient has been in a stable condition. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted, also connections were checked. The first cable is going to be returned for evaluation. It is noted that the deltaplush might be defective but it is not available for evaluation. After the event, the same cables and dcb's were not used with other devices, because the procedure was continued using competitor's products only. The procedure was coil embolization for m2 segment of middle cerebral artery aneurysm that was not moderately and not calcified. Access was obtained from femoral artery. The dcb is not available for analysis, and no additional information was available.

Manufacturer narrative:
Please note that the actual product catalog and lot number are unknown, therefore the product captured represents an unknown deltaplush coil. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during coil detachment, the unspecified deltaplush microcoil could not detach using an enpower detachment control cable (ecb000182-00/f76186) and a second unspecified cable although pressing the detachment button more than 20 times. Another 20 attempts were made after replacing both the cable and the unidentified detachment control box, but the situation did not improve and the same deltaplush could not be detached. Finally, somehow the deltaplush was detached, but it is unknown how many attempts it took before detaching the coil or if additional manipulation was used. The coil was placed in the target aneurysm and the patient has been in a stable condition. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted, also connections were checked. The first cable is going to be returned for evaluation. It is noted that it was reported that the deltaplush might be defective but it is not available for evaluation. The dcb is not available for analysis. After the event, the same cables and dcb's were not used with other devices, because the procedure was continued using competitor's products only. The cables and dcbs were new. The procedure was coil embolization for m2 segment of middle cerebral artery aneurysm that was not moderately and not calcified. Access was obtained from femoral artery. No additional information is available. The lot number of the unspecified deltaplush microcoil, second connecting cable and detachment control box used with it are not known; therefore a device history record review cannot be completed. The coil was ultimately detached in the target aneurysm and therefore is not available and the coil's device positioning unit (dpu), the second connecting cable and detachment control box are not available for analysis. The returned connecting cable passed electrical and functionality testing. Therefore, it is highly unlikely that this connecting cable contributed to the complaint event. In addition, without the return of the complete detachment system and most importantly the dpu used in the procedure, it cannot be determined if these components contributed to the complaint event. Without the return of the deployment system no conclusion can be made. Therefore, no corrective actions will be taken at this time.